Event description:
Complainant alleged that medics responded to a call for a request for a second defibrillator at a scene as the first device malfunctioned. The patient had no significant medical history, but had recent cold symptoms. The patient was found by a bystander not breathing and with blood about both nostrils. CPR was initated and "911" was called. Upon arrival to the scene, the bystander carried the patient out to the ambulance and the patient was placed on the cot. The medic found the patient to be cyanotic, apneic and pulseless. With the first defibrillator: the patient's heart rhythm was monitored via 3 lead ECG cables and the patient was found to be in fine ventricular fibrillation. Electrode pads were placed onto the patient, the device was charged to 10 joules, hwoever displayed a "check electrodes" message and failed to discharge upon three attempts; CPR was continued. The medic switched electrode pads, however the device failed to discharge. The patient was intubated and CPR was continued. The medics obtained this device, using the ECG cables from the first device and the patient was treated with 10 joules and was converted to an asystole heart rhythm. The device was charged to 10 joules, however the device displayed a "check electrodes" message and failed to discharge; CPR was continued. The medics received orders to transfer the patient to the emergency room's critical surgery department. Prior to arrival, the patient's heart rhythm was asystolic and the patient was pulseless. CPR was continued throughout the call, ventilation was performed, oxygen was provided and medication was given to the patient intravenously. However, the patient remained cyanotic and subsequently expired.